Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, skin infection and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with diabetic ketoacidosis and a infection. The patient's blood glucose (bg) values reached over 500 mg/dl. For treatment, the patient was put on intravenous (IV) and diagnostic test conducted. The patient was prescribed ciprofloxacin at 500 mg to take 1 pill at 2 times per day for 14 days. The pod was worn on the abdomen. The patient was discharged after a day and a half.